Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an acl reconstruction surgery, two biosure anchors fractured during the implantation. All the pieces removed by tweezers. Instrument used to prepare the site was a biosure ha. Tunnel size: 9mm. The procedure was completed using a backup device. The back up device was used in the originally drilled bone hole. No delay was reported and no complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found two images of a screw in a paper carrier. No break can be seen in either image. There is debris on the device. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the screw is fractured, and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details all broken anchor pieces were removed the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.